Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate. It was also reported that the right ventricular (rv) lead exhibited loss of capture on telemetry and a high rv threshold on lead trends. The rv lead was capped and replaced the following day. No further patient complications have been reported as a result of this event.